Event description:
It was reported the device operational check test failed on charge and shock test. There was no patient involvement. A philips field service engineer evaluated the device and the reported problem was confirmed. Results of functional testing indicate that the therapy pca is faulty and caused the functional test to fail. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca for which the therapy pca was replaced. The device remains at the customer site and no further evaluation is warranted at this time.